Event description:
Report received from (B)(6) stating that service was required for the device. During service vibration was noted. The device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found to be vibrating. If add'l info becomes available a supplemental report will be submitted. Ref: (B)(4).